Event description:
A consumer reported on (B)(6) 2013 that her daughter experienced redness and itching with the first contact lens from a new box. She tried to wear the lens but the issue became worse. She sought medical attention and states that the doctor advised her that there were "very deep" cuts on the eye, and prescribed an antibiotic drop to prevent infection. She tried to resume lens wear a few days later, but redness and itching resumed within one hour of wear. She removed the lens and used the remaining unspecified antibiotic drops and the issue resolved. She attempted to resume lens wear again but the same issues presented. No medical attention was sought for the recurrence. The consumer stated that she originally thought that it was due to the manipulation of the lenses, or perhaps to dust. Info was received from the treating physician on (B)(6) 2013, which states that the consumer's diagnosis was keratitis, and not a corneal abrasion as the consumer's mother initially reported. The report also states the consumer was found to have a small ulcer in the right eye; located just slightly higher than center but identified very close to center.

Manufacturer narrative:
(B)(4). The complaint sample was not returned for evaluation. Review of the device history records and sterilization records indicates the lot met all in-process and finished product specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).